Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported partial clip movement on the leaflet in this incident could not be determined. It is possible that the slight movement identified during the echocardiogram was due to patient morphology/pathology, as the movement was noted with the beats of the heart; however, this cannot be confirmed. In addition, a definitive cause for the reported mitral regurgitation (mr) could not be determined. The dyspnea and heart failure were likely secondary effects/symptoms of the mr. The reported patient effects of worsening mr, dyspnea, and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the clip movement and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mr with a grade of 4. Two clips were implanted (60928u117, 61020u189) reducing mr to 2-3. On (B)(6) 2017, discharge echocardiogram was performed and the mr had increased to 3. There was slight movement of the most medial clip (61020u189). On an unspecified date, the patient experienced dyspnea, and possible heart failure. Echocardiogram was performed revealing mr had increased to 4. The implanted clips were confirmed to be still be attached to both leaflets. On (b)6) 2017, two additional clips were implanted, reducing mr to 2. The patient is stable. No additional information was provided.